Event description:
It was reported that following the implant and patient training of this inflatable penile prosthesis, the patient experienced pump performance issues. The patient continued attempts to use the pump but was unable to inflate the cylinders as it became increasingly more difficult and almost impossible to use despite troubleshooting. A revision surgery was performed, during which cylinders and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that following the implant and patient training of this inflatable penile prosthesis, the patient experienced pump performance issues. The patient continued attempts to use the pump but was unable to inflate the cylinders as it became increasingly more difficult and almost impossible to use despite troubleshooting. The physician indicated that surgery would be needed to replace the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. No leaks were identified; however, both cylinders presented wear at a fold in the proximal and distal end of their bodies. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon microscopic evaluation, and no leaks were identified; however, the component did not pass activation test during functional examination. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that following the implant and patient training of this inflatable penile prosthesis, the patient experienced pump performance issues. The patient continued attempts to use the pump but was unable to inflate the cylinders as it became increasingly more difficult and almost impossible to use despite troubleshooting. A revision surgery was performed, during which cylinders and pump were removed and replaced. No patient complications were reported.